Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patients leads was bad and all the connections were out. It was mentioned that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.